Event description:
Customer reported a past high blood glucose event with the specific value being unknown. To resolve the high blood glucose, the customer changed the infusion set and cartridge, with the control iq feature being active at the time of the event. Customer was advised by technical support to discuss potential blood glucose influences with a healthcare professional, which the customer understood.